Event description:
It was reported to philips that the allura system would not start. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the device onsite, replaced the flexvision pc and returned the system good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment. The procedure was aborted, and it was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to grabber card failure in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.